Event description:
Surgeon using endostitch device to sew vaginal cuff during which time the needle in device broke in half while sharp end of needle was embedded in tissue to stitch it. The other half of the needle remained in the device. The surgeon immediately explored entry site of suture and was unable to find tip of needle. Nurse manager called to room to review incident. Xray performed to determine location of needle tip. Radiologist verified object and reviewed finding via phone with surgeon. No further attempts made to retrieve needle tip due to its small size. Note from procedure states "at the time of the initial application of the endo stitch through the right paravaginal tissue 1/2 portion of the micro needle chipped. Very thorough search was conducted, but we were unable to visualize, appreciate, retrieve it. Was decided that further dissection of the area will cause more harm than benefit. 4 mm segment is embedded within the deep paravaginal tissue, without any detectable exposure.